Event description:
The customer states that she would like to return the pump, because it gave her mastitis and problems. Customer's sister is a lactation consultant and sent notification to her sales rep regarding the problem.

Manufacturer narrative:
A replacement pump was sent to the customer. The original device was returned for evaluation/ investigation. The device was received and scrapped; no investigation records have been located. No definitive conclusion as to the cause of the event can be made. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.